Manufacturer narrative:
The device was received in normal working conditions with battery level having reached normal elective replacement indicator (eri) level. Review of the device image indicates an eri flag was falsely triggered in the field, consistent with effects of auto-capture in high output mode (hom). After setting the device to nominal conditions, the pacer was tested under electrical and mechanical conditions and it exhibited normal functionality. Additional testing at various output levels did not find any anomalies. Total projected longevity based on nominal settings is 9.26 years, implant duration is approximately 8 years, which exceeded 75% of projected longevity and it is considered normal battery depletion.

Event description:
During a follow-up in clinic, upon device interrogation the device was at elective replacement indicator (eri). The battery voltage and magnet rate suggested that the device was not truly at eri and the indicator was deemed to be false. There was no allegation of premature battery depletion. The device was explanted and replaced, and the patient was stable with no consequences.